Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) std review - no anomalies found

Event description:
It was reported the patient received an appropriate shock and there was an automatic carelink transmission sent. The following day the patient received another appropriate shock and this was not transmitted as the alert criterion had been met and the device had not been cleared. It was also reported the patient could not hear the device alert. The device remains in use. No further patient complications have been reported as a result of this event.